Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was commanded to deliver one burst of anti-tachycardia pacing (atp) for an atrial flutter. This induced a ventricular fibrillation (vf) and then a commanded shock was delivered. Subsequently the physician pressed the abort function button thinking it was meant to deliver a shock. Lastly, a commanded shock was delivered that converted the vf. This device remains in service. No additional adverse patient effects were reported.